Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has internal communication error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service (fse) evaluated the unit. No internal communication error present at time of investigation. Ran system on simulator for 1.5 hours with no occurrence of internal communication error or internal error present in fault log. Equipment passed all functional testing.